Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device was scheduled for replacement. No patient complications have been reported as a result of this event.